Event description:
It was reported that noise had been observed on the right ventricular lead of an asymptomatic patient. The leads pacing configuration was altered and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.